Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the ground path impedance has been high since the initial activation in 2004, but the ci could be programmed successfully. In (B)(6) 2011 the patient complained of decreased hearing and the ci was reprogrammed. Current testing shows multiple electrodes in status hi and short circuits. The patient has only 4 usable channels. There is no accident or trauma known. The external parts were checked.